Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the u409 and u413 can bus controllers (belt communications) were not producing an output and the u1003 pld processor was not detecting an electrode belt when attached. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communicating is the defective u409 and u413 controllers and u1003 processor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 204.